Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer reported that blood glucose (bg) levels were fluctuating. Customer addressed fluctuating bg levels with manual injections and eating food. Reportedly, the customer had manual injections as alternate insulin therapy.